Event description:
Procedure: lap hernia repair: a small metal pin fell off from the trocar and into the surgical cavity. The pin was retrieved and there was no injury to the patient reported. The surgeon used another device to complete the procedure.